Event description:
Device overheated during a crown procedure on tooth# 14 and patient received a minor burn injury to the inside of their cheek. Patient was under local anesthesia at the time of the injury. No medical treatment was required at the time of the injury. The patient has had a follow-up visit with the doctor and is reported to have healed normally without need for additional medical treatment.